Event description:
Reporting status: malfunction reporting rationale: stent dislodgement has caused or contributed to patient injury previously device issue: dislodged stent. It was reported that during preparation, the stent was found to be dislodged on the balloon when removing the device from the protective sheath. Another company's stent was used to perform the procedure. No additional event or patient information is available.

Manufacturer narrative:
Results and conclusion summation: engineering reviewed the incident information. It was reported that the stent dislodged when the protective sheath was removed. This can happen if excessive force is applied when removing the sheath. No determination can be made as to the root cause of the reported dislodgement. Stent outer diameter is verified 100% at the time of manufacture and units in this lot were all well within the required specification. In addition, all online testing for the lot in question met stent security criteria, which would indicate the unit had an adequate crimp.